Event description:
It was reported that the right ventricular lead exhibited high impedance, high pacing threshold, and fracture. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).